Event description:
It was reported, "nurse (B)(4) reports via our sales rep, (B)(4), that it was not possible to anchor the insert into the tibia plate."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.